Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 498 mg/dl. The customer was experiencing nausea and was not feeling well. Troubleshooting was performed. The time and date were incorrect, but the settings and programming were correct. Assisted the caller with correcting the time and date. Ran a fixed prime and the insulin did exit. The high pressure test could not be performed as the customer requested having a replacement of the insulin pump. Advised the nurse to remove the cannula, and it was not bent. Reminded the caller that the customer should change the infusion set every two to three days. It was stated that the customer keeps the insulin in the refrigerator and does not allow it to become at room temp before filling the reservoir. It was mentioned that the customer has lumps in one of the areas she inserts her infusion sets. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with a scratched lcd window and cracked reservoir tube.